Manufacturer narrative:
A replacement pump was sent to the customer. The original device was received on 10/21/2016. A product evaluation found the product to pass all functional tests. See attached product evaluation. Attempts to reach the customer for further information were unsuccessful. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On(B)(6) 2016 the customer reported to a medela customer service representative that she was experiencing low suction with her freestyle breast pump. She was sent replacement parts. On (B)(6) 2016 she called back and spoke with another medela customer service representative at which time she reported that the replacement parts did not resolve the suction issue, and that she had been diagnosed with mastitis and prescribed antibiotics.